Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an occlusion alarm during bolus delivery. The customer's blood glucose (bg) level was 300 mg/dl. The customer changed the supplies on the pump and resumed insulin delivery to address the bg level. The customer performed a system check with tandem technical support using the current supplies and the pump was found to be functioning as expected.